Event description:
Customer reported that the insulin pump alarmed motor error three times. Twice it was a week ago and once the day of the call; all of them during bolus. Device might have been exposed to x-ray, customer was unsure. Customer does not use the sensor feature and is able to complete the rewind sequence. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion tests, no alarms noted. The insulin pump was unable to prime during prime test due to force sensor resistor. The motor was tested outside the device and it passed. The insulin pump had minor scratched lcd window, broken reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.